Manufacturer narrative:
The customer¿s report of fluid leaking from the pump segment was confirmed. Upon inspection, a 5.526mm long tear was found in the silicone segment near the upper fitment. Visual examination under magnification detected a crush mark on the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed a fluid leak from the silicone tubing near the upper fitment. No other anomalies were noted on the set. The cause of the leak was a 5.526mm long tear in the silicone segment.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing is broken "at the soft section that goes in the pump". The break was found by the nurse when checking the line. There is no report of patient harm.